Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 months. (Calculated from the date when the device was purchased.) Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that log files were submitted for review on (B)(6) 2018. Log file analysis completed by the manufacturer¿s technical services representative revealed a no external power events that may have been associated with a disconnection of the ac power cable from the mobile power unit. During the no external power alarms, the system controller backup battery operated as expected and powered the device. Additional information was requested, but was not provided.